Event description:
It was reported that the attachment became hot during use. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes (B)(4) service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device was returned for service. During service, technician found that the attachment was heating during operation. Attachment became unusually warm that the device needed to be replaced. No other information available at this moment.